Event description:
Report 1 of 2. It was reported that bd phoenix¿ pmic/ID-107 patient isolate of s. Aureus was also identified as s. Epi. The following information was provided by the initial reporter: customer also had 2 patient isolates of s. Aureus that also identified as s. Epi. Organism is subbed from frozen weekly. Panel return and isolate return expected.

Manufacturer narrative:
H.6 investigation summary: this complaint is for misidentification of s. Aureus as s. Epidermidis when using phoenix panel pmic/ID-107 (448607) batch number 2264434. The customer returned two (2) panels, phoenix generated lab reports and isolates for the investigation. The lab reports show misidentification of s. Aureus as s. Epidermidis. To investigate, one (1) retention panel from the complaint batch were tested using customer isolate s. Aureus a25923 on a phoenix m50 machine and evaluated for identification results. Additionally, one (1) retention panel from the complaint batch were tested using customer isolate s. Aureus specimen a on a phoenix m50 machine and evaluated for identification results. Last, one (1) retention panel from the complaint batch were tested using customer isolate s. Aureus specimen a on a phoenix m50 machine and evaluated for identification results. All three (3) panels identified as s. Aureus, therefore this complaint is unconfirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed three (3) additional complaints on the complaint batch, two of which are related to this defect. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. Bd encourages you to consider the following parameters to optimize results within your laboratory. Qc testing should only be performed on 2nd pass subcultures and avoid using colonies that have been sub-cultured multiple times. Isolated colonies are to be used for inoculation and carefully check purity plates to ensure the inoculum consisted of one isolate type. Optimum performance comes from using fresh 18-24 hour, well-isolated colonies. Ensure proper, sufficient inoculum density. Allow bubbles to dissipate after vortexing. Properly calibrate the bd phoenixspec¿ nephelometer with in-date mcfarland calibration standards. Use swabs with minimal fiber shed. Make the proper inoculum density for the inoculum system setting (i.e., if preparing a 0.25 mcfarland inoculum, ensure that the system is set to 0.5 inoculum mode). Volume of ID broth should be visually assessed for any obvious low fills. Ensure proper incubation temperature and environment. Use the correct media type as listed as acceptable for use in the user¿s manual (note - it is helpful to disclose the media type and vendor when providing the details of the complaint). Handle panels by only touching the sides; touching the front or back of the panels may cause interference in the readings and lead to errors. Follow user¿s manual instructions for time limits on pouring inoculated ID broth into the panel and placing the panel into the instrument; extended periods of time outside of the stated limitations may yield errors.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 2 it was reported that bd phoenix¿ pmic/ID-107 patient isolate of s. Aureus was also identified as s. Epi. The following information was provided by the initial reporter: customer also had 2 patient isolates of s. Aureus that also identified as s. Epi. Organism is subbed from frozen weekly. Panel return and isolate return expected.